Manufacturer narrative:
The device ro 15 047 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
Before the surgery, it has been reported that it was difficult to register the right coordination points. There was no patient/user impact reported. A delay < 5 minutes has been reported.

Manufacturer narrative:
The initial reporter address was reported wrongly "initial reporter name and address". Changed to: (B)(6).